Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states the pin guide hole broke off. The investigation confirmed the failure mode as reported. The dfmea (B)(4) for this instrument indicates breakage of the instrument prior to surgery as a potential failure mode, with the occurrence score being 4 (1 in 1000 to 1 in 10,000). The breakage happened during surgery due to a drop and therefore the instrument was no longer able to be used for that surgery due to sterility. The dfmea therefore correctly considers the effect of this instrument being broken prior to the next surgery. This failure does not change the occurrence of harm predicted in the dfmea. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
UDI:(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pin guide hole broke off.